Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 178 mg/dl. Customer had issues with connecting infusion set. Customer checked the reservoir and had 40 units left; down from 180 units. The initial blood glucose reading was 224 mg/dl. Nothing further reported.